Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's mother that the customer was hospitalized due to high blood glucose. The customer's blood glucose was over 400mg/dl. The customer treated with manual injections and pump. The customer's blood glucose when admitted to the hospital was 320mg/dl. The customer was vomiting, dehydrated and had hyperglycemic. Customer was treated then discharged. Customer also mentioned air bubbles and a bent cannula. Sending customer tubing clamps to test high pressure test.